Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error when switching from bag to vent mode during a case resulting in a loss of mechanical ventilation. There was no patient injury.